Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 07nov2018. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the ventilator generated a power fail and system restarted error codes. There was no patient harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Report date: 02jan2019. Date received by manufacturer: 31dec2018. The customer had troubleshot with technical support and was advised to swap the graphic user interface to determine the source. Multiple attempts were made to obtain repair/service of the device that have been unsuccessful. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.